Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose value at the time of incident was 418 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Troubleshooting for blood glucose level was declined by the customer. The device will not be returned for analysis.